Event description:
(B)(4).

Manufacturer narrative:
As allowed by exemption (B)(4) (the importer) is submitting the report on behalf of heraeus (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we're reporting it to be complaint with 21 cfr part 803 and out of an abundance of caution. (B)(4).conclusions - the directions for use states, "apply a copious amount to the entire cavity surface. Apply two additional coats of gluma comfort bond and desensitizer and wait for 15 seconds". The dentist stated she cured between layers. The layering without curing and subsequent 15 second dwell time allows the gcb and d the time required to desensitize. Not following these step would not allow enough time for the desensitizer to work. The directions for use also states, "gluma comfort bond and desensitizer contains ethanol. Use a gentle air blast to evaporate solvent and water". The dentist did not do this step. Not evaporating the solvent prior to curing can cause inadequate curing of the bonding agent which can cause hypersensitivity. This complaint cannot be confirmed due to user error as the user failed to follow the method described in the directions for proper usage. No other product quality complaints have been received for this lot number. Due to the aforementioned reasons, CAPA measures are not recommended.